Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezj1839 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
The original repaired device required additional repairs, groshong dual lumen white extension leg repair segment. Post repair blood allegedly aspirated easily each time, therefore line breakage is supposedly not related to use of excess force to try to clear occlusion.